Event description:
Cardiologist attempted arteriotomy closure with prostar 11 fr pvs device. He reported difficulty with marking using both the predilator and the device itself. Upon achieving marking, he attempted needle deployment without success. Fluoroscopy revealed partial deployment. The cardiologist attempted back-down procedure using a hemostat, but could not remove the device. He then attempted deployment again with fluoroscopic assist. The needles deployed into the subcutaneous track. The pt was sent to surgery for successful repair of the artery. The pt did well without further complications. The cardiologist reported the pt's skin had been tough and that scar tissue had made insertion of the interventional sheath difficult even before the pvs procedure. The vascular surgeon also reported that the large amount of scar tissue made the femoral artery difficult to access. There was no evidence of defects in the deployment and deployment support systems of the returned device. Fluoroscopic viewing of the needles in the barrel indicated that needles had deployed properly. Full deployment was prevented by the presence of large amounts of scar tissue. Evidence from inspection of the returned device indicates that the guide wire kinked when the cardiologist used a hemostat to back-down, resulting in the device lock-up. Removal of the breaker by the cardiologist contributed to inability to remove the device. The cardiologist's second attempt at deployment, utilized excessive force resulting in appearance of the handle break-away safety feature. The instructions for use clearly indicate that a second deployment should not be attempted.